Event description:
Patient stated he received a shock while reaching the control of the bed which activates the head of the bed and the overhead light. The panel which is connected to the bed noted to have wires exposed. The sheath covering noted to be pulled apart from the panel.